Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 100.5010. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 24apr2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 100.5010. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8015 error 100.5010. Technical support: reflash the pc unit. Replace the logic board. Biomed did not have compact flash cards to flash the 8015 . Gave him the part number to cf card and transfer to com for ordering. Biomed will call back if he has any issues with flashing the unit. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support: reflash the pc unit. Replace the logic board. Biomed did not have compact flash cards to flash the 8015 . Gave him the part number to cf card and transfer to com for ordering. Biomed will call back if he has any issues with flashing the unit. A review of the device history record showed the device had a manufacture date of 24apr2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 100.5010. There was no patient involvement.